Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Manufacturing history records were not provided. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(6) manufactures a similar device in the united states under 510k number k945028. Requested but not returned by hospital .

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2015. Subsequently, patient underwent a patella resurfacing procedure on (B)(6) 2015. It was further reported a revision procedure was performed on (B)(6) 2016 due to loosening. All components were removed and replaced.